Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) display was out of specification, and the ventricular connector was damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.